Manufacturer narrative:
Not returned.

Event description:
It was reported that the patient presented at the ER with intense diaphragmatic pain. The chest x-ray looked normal. Few days later, the patient presented to the clinic after experiencing the same pain. A drop in r-wave and loss of capture were observed. Review of the x-ray showed a perforation. During lead repositioning, lead tip appeared bent and high pacing lead impedance was observed. The lead was explanted and successfully replaced. The patient is no longer experiencing the pain.